Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "when the powder was opened it was noticed that a sliver of cardboard was inside the sterile bag, but not inside the bag that contains the polymer. The product was not brought to the sterile field and a replacement was used to surgery. Surgeon and patient information is not available.